Event description:
The user facility reported that after completion of a procedure, the sheath was fractured and a piece remained in the body of the patient. Follow up communication with the user facility reported: (1) during the procedure 5fr., 7fr., and 8fr. Sheaths were inserted into the leg; (2) an additional 5fr. Sheath was inserted in the upper part of the leg; (3) after completion of the procedure the sheath that was inserted in the upper part of the leg was found to have gotten fractured and a piece remained in the patient; (4) a scalpel may have been inserted too deeply into the actual sample; and (5) the fractured piece was removed with a snare.

Manufacturer narrative:
(B)(4). Results - is based upon evaluation of the returned sample and user facility information; is based upon undamaged section of the returned sample conclusions - is based upon evaluation of the returned sample and user facility information; is based upon undamaged section of the returned sample. The actual sample was returned to the manufacturing facility for evaluated. Visual inspection upon receipt found that the sheath tube had been fractured at approximately 70mm from the distal end. Comparison of the total length of the actual sample and that of the current sample, were found equivalent with each other. Magnifying inspection of cross-section surfaces found a partial smooth portion and the generation of a flaw on the area adjacent to it. On the end of the fracture the sheath tube was noted to have been stretch. The sheath tube was cut vertically into a slice on the undamaged segment for further inspection of the state of the wall of the tube. The wall thickness was confirmed to be normal with no generation of deformation. The outside and inside diameters met manufacturing specification. Simulation test was conducted. A current product sample was nicked on the outer surface with a scalpel and subjected to a pulling force. This caused the tube to fracture in two places. Smooth portions and elongated portions were found on the fracture cross-section surfaces. This was similar to that of the actual sample. A review of the device history record and shipping inspection record confirmed that there were no product related problems. A review of the complaint files confirmed this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with coming into contact with a sharp object, including the scalpel, and damaged the outer surface, in addition to a pulling force during withdrawal resulting in the fracture sheath. The device labeling does address the potential for such an event by stating in the instructions-for-use: "when puncturing, suturing or incising the tissue near the sheath be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with thread." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).